Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the vascular surgeon inflated the balloon to rated burst pressure of 14 atm in the superior femoral artery (sfa), the balloon burst. No piece of the device remained inside the patient. The patient did not require additional procedures due to this event. No adverse effects to the patient were reported.